Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, it was noted by the staff that there was a penetrating crack at the arterial pressure juncture of the iab, and blood was leaking from the crack. This caused the pressure sensor to fail to measure pressure normally. The balloon of the iab could not be triggered according to the arterial pressure waveform. As a result, the iab was removed and a second attempt was made with a second iab successfully. Patient outcome reported as fine. There was no report of patient complication or serious injury and death.

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, it was noted by the staff that there was a penetrating crack at the arterial pressure juncture of the iab, and blood was leaking from the crack. This caused the pressure sensor to fail to measure pressure normally. The balloon of the iab could not be triggered according to the arterial pressure waveform. As a result, the iab was removed and a second attempt was made with a second iab successfully. Patient outcome reported as fine. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.